Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. Upon review of the alarm trace, abnormal aspiration and sample short errors were observed. These errors are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that the rinse mechanism had split vacuum tubing. The split section of the tubing was removed. The remaining tubing was checked. Mechanism checks were performed and there were no further issues with rinse mechanism performance. Precision studies were run and recovered within specifications. The customer ran controls and these were successful. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas integra glucose hk gen. 3 on a cobas 8000 c 502 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a glucose value of 31 mg/dl. The sample was repeated, resulting in a value of 89 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 92 mg/dl.